Event description:
A physician reported that, during a phacoemulsification with intra ocular lens (iol) implantation, an ophthalmic knife was found to be dull. The surgery was completed on the same day using an alternate knife. Patient impact has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).